Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped working and could not be turned back on. Customer was hospitalized; customer's blood glucose was not provided. Customer reverted to an alternate method for insulin therapy. Customer did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.